Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy after implant on (B)(6) 2016. After having their battery replaced, the patient had more urinary incontinence than they did with their previous battery. The patient didn¿t wear underpants because they would get up in a hurry to the bathroom and then lost it on the floor. When the patient was exercising, they also had a hard time making it to the bathroom in time. The patient laid on the device and now it was no longer working. The patient got into bed and laid on something like a tv remote. Instead of getting up to get it out, they pulled it out and thought they did something to the implant. The patient couldn¿t decrease and increase with the controller. At first the patient was able to lower it, but not turn it up any higher and then it just shut off. It worked on (B)(6) 2016 and now the patient couldn¿t even sync it. On (B)(6) 2016 it was discovered that the patient had turned off the implant somehow and now was able to adjust. The patient¿s incision hurt and they kind of injured it there, but the nurse told them not to worry about it and it would just take longer to heal. The patient wanted to know if they had a lead replacement in addition to the battery replacement because they had an incision near the spine in addition to the implantable neurostimulator (ins) incision. It was unclear if the lead was replaced or not. The patient felt stimulation. The patient increased amplitude, but it hurt, so they decreased it back down again and it no longer hurt after decreasing. The patient further reported that the increase in urinary incontinence and pain at the incision site had been resolved. The new battery was working great. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) and it was reported that the incision was checked. The hcp reported that the patient was given gentamicin injection and prescription given for (B)(6) and told patient to put antibiotic ointment on the incision and to keep clean and covered. The cause of the bladder pain was that the incision site was infected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was told that the glue would come off in 7-10 days in the two places where they put the ins and wires. However, the patient reported that one little place on the left side wasn't healed and that was almost a month ago and the glue never came off. They added that their underwear pulled that little piece off and it bled. The patient was sore and had an appointment on the day after the report. This was noted to have happened three days prior to the report. It was added that the patient could not get their remote to work. The patient noted that they had been putting medicine on the place and wondered if that is what caused the remote to not work. They further added that the remote would go to numbers, but wouldn't do anything else. They attempted to increase it the day prior to the report. The patient found that their device was turned off and that was why they weren't able to increase. The patient wanted to increase because they were losing urine. They stated that this started several days prior to the report. They added that they were having to get up at night, whereas, before that they were able to sleep all night without having to go to the bathroom. It had been several nights where they had to wake up and their bladder hurt. On (B)(6) 2016 the patient reported that their incision had become infected. They added that the area became hot, had a red circle around it, and it was burning up. They stated that they were on oral antibiotics for 10 days out of 3 weeks and the infection was looking better. They stated that they may need to have another surgery on their bladder due to the infection. Their device was implanted on (B)(6) 2016, so they stated that the infection happened between then and (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.